Manufacturer narrative:
(B)(4). The field service engineer (fse) was on-site and examined the ventilator. Upon disassembly, the fse observed a burned-out visual damage on one of the printed-circuit (pc) boards. Three printed-circuit boards were replaced. A picture of one of the pc boards, together with the device logs from the ventilator were sent for further evaluation. The logs contained the reported technical error code, and the logs showed that it occurred during the pre-use checks tests. Examination of the sent picture showed that there was an area with signs of corrosion, which points to a liquid contamination. This observation, combined with the burnt damage and the exchanged pc boards, which are all positioned together inside the ventilator, indicate a liquid ingress. Liquid ingress to pc boards can cause corrosion, and may lead to short-circuiting which will lead to various failures. Further investigation of the pc boards has not been performed. The source and how the liquid got onto the pc boards have not been determined.

Event description:
It was reported that the ventilator displayed a technical error indicating a communication error, and it was not displaying some of the parts' data in the status menu window. There was no patient involvement reported. (B)(4).